Event description:
It was reported that revision surgery was performed due to metallosis with subsequent necrosis of the acetabulum (partial), cyst formation, and loosening of the device.

Event description:
Myocardial infarction occurred withing 24 hours of hip revision surgery.